Event description:
It was reported that the intra-aortic balloon (iab) was inserted in the pt for a time period that is unk. The pump alarmed "helium loss alarm" and blood was seen in the helium drive line. The iab was removed and disposed of by the staff. There is no more info about the event.

Manufacturer narrative:
Sample will not be returned for eval.